Manufacturer narrative:
No product was returned and no retain samples were available for testing. A review of the manufacturing records indicated that there were no non-conformances or variances during the production process and that the product met release specifications. In addition, a review of complaint database trending indicated that no similar complaints were received which indicates that this was an isolated incident. These investigation results suggest that this incident was not the result of a product failure. The restoration was redone without further incident and the patient is feeling better.

Event description:
On (B)(6), 2011, a doctor reported that a patient's restoration was re-done due to tooth sensitivity experienced by the patient.